Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenoid baseplate, unknown; unknown glenosphere, unknown; unknown humeral stem, unknown; unknown humeral tray, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03866, 0001825034-2019-03867, 0001825034-2019-03868, 0001825034-2019-03883. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's right shoulder is indicated for revision due to unknown reason on an unknown date. Attempts were made to gain information, however no additional information was made available.